Event description:
After inserting 3mm x 110mm apex pin into proximal radial shaft, tip of pin was noted to be cracked on one side. There was no adverse consequence for the pt or delay in surgery or anesthesia time.